Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported the dermatome is skipping across skin instead of cutting, it is catching on the skin during use. The event timing was during surgery. There was no harm or delay. No additional graft needed. No adverse events were reported as a result of this malfunction.